Manufacturer narrative:
Event date is an estimate (month/year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient charged their ins to 100% on monday prior to report, and the day prior to report it "went to nothing" and they were trying to charge but saw 'terminated' when the ins was at 40%. After resetting the controller, the 'terminated' screen resolved however now the screen was blank and would not let the patient do anything. They stated the ins keeps turning stimulation off. The ins was taking longer to charge and not lasting, they stated they had their programming tweaked yesterday and before they got there the ins was down to 40% when it was at 100%. A replacement recharger telemetry module (rtm) was sent out, and they called back stating they received the device however they still could not charge their implant. They did not have their devices with them at the time, but alleged that the controller was dead and it would not turn on, and that they were able to charge the controller up to 100% but not able to charge the ins. They later called back with the devices reporting they still could not charge the implant or the controller even though the controller was plugged in to the outlet and the green light was flashing. The controller powered on when plugged into the outlet without the battery pack, and it showed 'charge the controller, battery low in controller' when they tried to charge the ins. They were not able to use their therapy due to not being able to charge the implant, so a replacement battery pack was sent out.